Event description:
Caller reported a tandem mobi cartridge alarm during the load process. Blood glucose level was reported to not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer successfully followed instructions to remove the cartridge, deliver a 9-unit bolus, and reload the cartridge, resuming insulin therapy without further issues.